Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump console. The incident occurred in (B)(6). A review of the DHR could not identify any deviations or nonconformities relevant to the issue. A video confirming the reported issue was provided to livanova. It was not possible to troubleshoot the issue at the customer's site due to covid-19 emergency and currently no further attempt is possible to retrieve additional information from customer facility. As soon as the emergency is solved livanova will attempt to retrieve additional information about the reported issue.

Event description:
Livanova (B)(4) received a report that a centrifugal pump console shut down automatically several seconds and after it was powered up the control panel was out of control. The issue occurred during procedure. There was no report of patient injury.